Event description:
It was reported that the patient presented in-clinic after experiencing unexplained syncope. All lead measurements were normal. No further information is available. The patient has not returned for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.